Manufacturer narrative:
This product was received and tested by technical services and the flickering image issue could not be duplicated. The customer's monitor was tested with several test blades and batons over the course of two (2) days and no issues were found. Internal monitor cable connections were checked; all cables were connected properly. The monitor was charged and powered on and the device passed the video image test. A test blade was connected to the monitor and the video image feed was verified as remaining stable and clear, individual white lines were distinct and color rendering was accurate. The device was certified and returned to the customer.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the monitor displayed a flickering image no matter which baton or blade they used. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.